Event description:
It was reported that the balloon on end of catheter does not deflate. There were no patient complications reported. Attempts to determine if the syringe was left attached to the gate valve during deflation were unsuccessful.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The contamination shield and introducer were not returned. The complaint of deflation difficulty could not be confirmed due to balloon leakage. A tear was observed on the balloon, distal of the proximal bond, approximately 0.075" in length. Blood was observed underneath balloon latex. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The original complaint could not be confirmed and the circumstances of use remain undetermined. As noted in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve". Although the cause of the latex tear could not be conclusively determined, no evidence of a manufacturing nonconformance was identified. Device handling may have contributed to the damage. No actions will be taken at this time.